Manufacturer narrative:
Actual event date is unknown. The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. The console was evaluated on site. The console was tested and repaired due to blank screen. The top cover assembly was replaced. Functional test was completed and the console passed all the testing requirements. The replaced top cover assembly was received at manufacturer site for analysis. The top cover was visibly inspected and the lids open-close cover was observed to be broken. The monitor flip up and down and holds in place. The issue was most likely due to an electrical failure within the top cover assembly. Based on the analysis finding, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation of photoselective vaporization of the prostate (pvp) procedure, the screen was not operating (white background). The patient was under anesthesia. The procedure was cancelled due to this event. Patient outcome information was not provided.